Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon broached to the pressfit 8 and was extracting it when the handle popped off. Trying to insert it back on, it was noted that the locking mechanism broke off inside the broach. A back-up broach handle was used and the surgery was completed successfully."